Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the attachment device did not function, a cutter could not be inserted, the knob seal was incorrect, and the locking mechanism was stiff/stuck, and the o-ring was displaced on the turn knob. It was further determined that the device failed pretest for general condition, check the function of the quick saw blade coupling, and check oscillation frequency. Therefore, the reported condition that the o-ring of the attachment device was coming out and the device would not load the burr device was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  UDI: (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the o-ring of the attachment device was coming out and the device would not load the burr device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.